Manufacturer narrative:
The legal manufacturer acumed, llc has the complaint investigation responsibility and notification has been sent to the manufacturer. A follow-up and final will be filed by acumed, llc with the evaluation results and/or investigation findings. Device was not returned.

Event description:
The user facility reported that a 34.0mm, standard acutrak 2 bone screw was used in a "dip fusion of the 2nd toe" procedure on (B)(6) 2016 and that the surgery was completed as intended with no problems or complications noted. However, the report further stated that during one of the post-operative follow-up visits, the surgeon discovered that the "fixation had failed" and this was due to "patient compliance" issue. As reported, the patient struck his operative toe multiple times leading to the failure of fixation and resulting in a revision surgery on (B)(6) 2016 to remove the "loose screw" by cutting it out of the bone. Using another like-screw, the revision surgery was completed with no issues or patient injury reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.